Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: the results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. The shuntassistant 2.0 is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. Results: based on our investigation, we confirm that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 84 centimeters (cm). Weight: (B)(6). Gender: male.